Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a single lumen umbilical vessel catheter. The customer reports that the dressing was loose when the rn came onto her shift, so she asked another rn to help her change it. As they were changing it, the site began to bleed and it became evident that the line was broken. The uvc was inserted by the nicu. The customer reports that the patient was transferred to them the night of (B)(6) 2013, (B)(6) 2013. The line broke on (B)(6) 2013. The customer reports that the uvc was inserted on (B)(6) 2013 and the line broke on (B)(6) 2013 and was removed. The customer further reports that povidone iodine was used to clean the skin area and the area completely dried prior to insertion. The uvc was secured with 4.0 silk suture. The uvc was inserted on (B)(6) 2013. Sterile normal saline was used to flush the line. The uvc was removed (B)(6) 2013. The uvc was replaced with a radial line on (B)(6) 2013.